Event description:
It was reported that, on start up a 980 ventilator generated an inoperable error message. The ventilator was not in use on a patient at the time of the reported event. The service engineer (se) inspected the device and found a diagnostic message recorded in the ventilators memory log. The se was not able to duplicate the reported condition. As a precaution, the se replaced the mix controller printed circuit board (pcb). The se performed calibrations and extended self-testing on the device and all tests passed.